Event description:
Reported by health professional as: "leak between the port and the catheter." A revision procedure was reported, but whether it was a tubing repair or a reattachment of the tubing has not been confirmed.

Manufacturer narrative:
Taper ii. (B)(4). The product associated with this report has not been returned as the device may not have been explanted. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis, if it has been explanted. There was a revision procedure and it is not clear if the tubing was removed during the procedure or has been reattached to the port and allergan has not received the product at this time. Therefore no analysis or testing has been done. No additional information has been reported to allergan regarding the status of the revision procedure and if there was a tubing repair or if the tubing was reattached to the port. No further information has also been provided about the patient. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."